Event description:
A male with both external iliac arteries less than 7.5 mm in diameter, and calcification was noted and the left common iliac artery was large and calcified, underwent aaa repair in 2008. The top cap was released first and then the rest of the procedure continued as labeled. As of two months later, a confirmatory angiogram revealed a distal type I endoleak in the left common iliac artery (1820334-2008-00433). Another MFR's stent was placed and the endo leak was resolved. When the ipsilateral iliac leg delivery sys was removed a dissection was noted in the left external iliac artery. Then another MFR's stent was placed at the dissected area. When the contralateral iliac delivery sys was removed, a dissection in the right external iliac leg artery was also recognized. The physician placed another MFR's stent at the site and the dissection was sealed. Pt is recovering.

Manufacturer narrative:
Event eval: still under investigation.